Event description:
Diagnosis of suture line hematoma was reported to us by the clinical study manager. It was reported that this was a procedure related adverse device effect. No detailed information are yet received.

Manufacturer narrative:
(B)(4). Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
Treatment was given with ice bags.